Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to vision dissatisfactory for the money paid. It was noted that the distance vision was especially troublesome. Replacement iol the same model but lower diopter power (22.5d). The lens will not be returned as it was discarded after explant. No further information was provided.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect - clinical code 4581: no code available (sub-optimal results). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.